Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports that the balloon burst, a piece in the peritoneal cavity was retrieved by the physician. Another device was used to complete the procedure successfully.